Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.

Event description:
The customer reported the system the left monitor is not working. No pt injury was reported.